Event description:
Unable to get the balloon out of a 6f introducer sheath. The dr. Rotated the balloon counter-clockwise while the scrub nurse aspirated the balloon with a 50ml syringe. Eventually they removed the balloon & sheath all in one.